Event description:
Follow-up identified the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experience discomfort due to lead erosion close to the skin. Consequently, the lead was re-tunneled on (B)(6) 2017 during a ipg replacement surgery (MFR. Ref#3006705815-20174-00306).